Event description:
It was reported that, during a ureteroscopy and lasertripsy procedure, the fiber fractured at the thuoy adaptor point upon firing the laser. The surgeon sustained a small burn to their right thumb that was in contact with the fiber. The laser was powered down, the surgeon was de-scrubbed and the wound was examined. First aid was declined as it was not necessary. Plaster was applied, and the surgeon completed the surgery with another fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. G. Manufacturing site - correction. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Hold the fiber tip to a nonreflective surface and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. The patient symptom is a known risk associated with this device type and it is noted as such as in the instructions for use. A risk review was completed and confirmed that the event of burn(s) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, the reported event of burn was confirmed but due to the device not being returned, no testing could be performed so the reported fiber break event could not be confirmed. Therefore, a conclusion code of cause linked to device but unable to trace more specifically was assigned to this investigation.

Event description:
It was reported that, during a ureteroscopy and lasertripsy procedure, the fiber fractured at the thuoy adaptor point upon firing the laser. The surgeon sustained a small burn to their right thumb that was in contact with the fiber. The laser was powered down, the surgeon was de-scrubbed and the wound was examined. First aid was declined as it was not necessary. Plaster was applied, and the surgeon completed the surgery with another fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.